Event description:
It was reported that the ventricular lead had sensing difficulty with pectoral stimulation, low impedance and lead fracture. The atrial lead had sensing and capture difficulties as well as low impedance. The leads were removed and replaced. No patient complications have been reported as a result of this event.